Manufacturer narrative:
Intuitive surgical, inc. Was provided the complaint reporting checklist (crc) form associated with this complaint on (B)(6) 2024. Based on the information provided, the distributor was made aware of this issue on (B)(6) 2024, not on (b)96) 2024 as initially reported.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the vessel sealer extend (vse) instrument associated with this complaint, and a failure analysis (fa) investigation was completed. Fa confirmed the customer reported complaint through error logs. The instrument was found to have one low torque failure, based on a review of the device and system logs. In the system logs, a strong grip low torque error was seen, indicating that the instrument exhibited low torque during use. At the same time, the device logs recorded strong grip fail errors. Following the low-torque error, the instrument was reinstalled; however, homing errors occurred, and the instrument could not be used again. Additionally, the grip cable was found to be loose at the back end of the instrument upon removal of the housing, which led to the low torque errors. The homing failures occurred when the instrument was installed onto the in-house system. No further functional testing could be performed, as the instrument could no longer pass the self-test.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the current information provided, the cause of the intraoperative complication cannot be determined. No product has been returned to intuitive surgical, inc. (Isi) for evaluation. A review of the device logs for the vessel sealer extend instrument associated with the reported event was performed by an isi failure analysis engineer (fae). Per the fae, the device logs show that the instrument was installed 3 times, and it passed homing 1 time. A total of 2 home fail events were seen. A total of 27 cut complete events were recorded with no errors, before 1 strong grip fail error was seen. The generator logs for this instrument show 53 seal events with 1 ¿blank¿ error. The system logs show 1 low torque error and 2 homing failed errors, for the same timestamps as the corresponding errors seen in the device logs for this instrument.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy and adnexectomy procedure, the vessel sealer extend instrument was gripping skeletal tissue in the uterine region, and the jaws would not open. Prior to this issue, the surgeon used the instrument successfully for approximately 15 minutes. In an attempt to resolve the issue, the customer turned the generator off and then on again. The instrument worked for a while, and then the same issue occurred. There was no bio debris build-up prior to the interaction where the sticking was observed, and the tissue was not caught outside of the clamped jaws of the instrument. The gripped tissue was cauterized and excised with the monopolar curved scissors instrument, and the vessel sealer extend instrument was removed from the port with the jaws still gripping the target tissue. This tissue was intended to be cut as a part of the procedure. There was no bleeding due to this event. The procedure was completed with a back-up vessel sealer extend instrument after a slight delay. This issue did not affect the patient's health, and there are no concerns regarding long-term complications for the patient as a result of this event. The patient did not experience any post-operative complications, and they are currently doing well. The surgeon did not know what caused the event.